Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of over 900 mg/dl. The customer stated that she also had a stroke, which it may have cause to rise her glucose level. The customer stated that the doctor requested a replacement insulin pump. No further information was provided.